Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The initial failure analysis on the harmonic ace instrument found the instrument to have contamination on the curved blade. The curved blade exhibited moderate contamination on the surface. When scratched with a pick, the debris was able to be removed and was not pitted into the blade. The contaminated curved blade do not show visible cracks nor indentations. Other metal components adjacent to this contaminated curved blade do not show damage. Additionally, the instrument was found to have a generator self-test (aka initialization) failure during in-house testing. Self-test failed consistently on multiple attempts. The generator displayed an error message indicating replace instrument. During testing, a high-pitched noise was heard. The curved blade broke during the self-test. Further clarification from the fae: it is unlikely that excessive blade contamination is the cause of the blade breakage, as contamination alone produce minimal external stress on the blade. Blade breakage during in-house testing is likely related to a suspected pre-existing crack in the blade that was unable to be visualized during primary fa. The description of a high-pitched noise during in-house testing is an indicator that a defect in the blade likely existed at the time the self-test was performed. A pre-existing crack in the blade can propagate quickly due to the high frequency mechanical vibrations that occur during the self-test, which can lead to blade fracture in a very short time period. Small cracks can often be difficult to visualize unless a force is applied to the blade which causes the crack to open up. Heavy soiling of the blade could also have contributed to cracks not being visualized during initial failure analysis. The probable root cause of contamination can be attributed to improper cleaning or sterilization techniques used in reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument stopped working. The procedure was continued as planned with no reported injury.